Event description:
Reporter stated that the disposable end of the vertical scissor popped out too far, touching the retina. Lasered the area, but this would have been done routinely in this procedure.